Event description:
The dr reported separating a file in the pt's tooth during a dental procedure. It was reported this file was used many times. The pt was referred to an endodontist for further treatment.